Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a moderately tortuous, heavily calcified de novo right coronary artery that was 80% stenosed. During advancement, a 3.0x33mm xience sierra stent met resistance with the anatomy but was able to reach the lesion. However, during repositioning of the device resistance was met again with the anatomy, force was applied and the stent dislodged. An unspecified balloon was used to dilate/deploy the stent in place and was apposed to the vessel wall, within the target lesion. There was no adverse patient sequela reported. No additional information was provided.